Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie pocket was not present and showed a not detected on bus error. A field service engineer (fse) reseating all cables and wiring, cleaning the inseparable, and inspecting the retractor band and pyxis bus cable. Row a and row b were swapped, and the station was rebooted. Fse then verified functionality using the hardware test application (hta), and the system was launched successfully, allowing the user to recover and access the pyxis without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5no2 drawer failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.